Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the filter does not allow priming of IV infusion meds.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one sample was received and tested with the customer's complaint of flow issues. The mat# 10013902 filter extension set appeared to be unused. The set was primed and infused with saline solution but no issue was noticed with flow rate. The complaint could not be verified and the root cause remains unknown without further information or the affected sample for testing. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.